Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Analysis of the system log files showed multiple errors, the host-pc cmos battery was empty and the pdu m-cabinet power bus relays were not switches error. The customer restarted the system repeatedly, but it was still not booting up. During troubleshooting fse found that the host pc was unable to start up and fse identified that the cmos battery was weak. The fse replaced the cmos battery to resolve the boot up issue. Following the replacement, the system was able to boot up, but flexvision configuration was missing and tsm (touch screen module) was not displayed. Fse performed restoration process and further investigation revealed that the system software was corrupted, fse performed ghost restore to resolve the issue. After that system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not starting up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and performed a restore of the system software and the device was returned to expected functionality.